Manufacturer narrative:
Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications on this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the device is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with micro striae in the left eye one day post lasik procedure. A flap lift and rinse was performed. Topical steroid dosage was increased. The reporter indicated issue has resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.